Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further relevant information is received, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. A new lead was implanted at the same surgical intervention. The lead has been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The lead has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This lead was returned for evaluation. Product analysis was completed. The analysis showed no conductor issues (deformity or fracture) - the crimp sleeve and lead tip/helix appear normal. The dislodgement allegation was not confirmed via device evaluation.